Manufacturer narrative:
(B)(4).

Event description:
It was reported suspected oversensing of diaphragmatic myopentials were seen during routine check. No patient symptoms were reported. Programming changes were made and the patient was admitted for observation.